Event description:
Reporter indicated that diagnostic testing resulted in high impedance following the initial implantation of a vns pt. X-rays were taken and reviewed. The lead connector pin does not appear to be fully inserted into the generator. Revision surgery is likely. Good faith attempts for add'l info have been unsuccessful to date.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, lead pin not fully inserted past the connector block of generator. Device failure is suspected, but did not cause or contribute to a death or serious injury.